Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert and exhibited high counts to the sensing integrity counter (sic) and ventricular oversensing. The rv lead fractured and was explanted and replaced. No patient complications have been reported as a result of this event.